Event description:
It was reported that serious injury occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, "when he was applying, the needle stayed inside the penis, so he rushed to the ER and the urologist.".

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 304000 lot 161022 to investigate for this record. The provided photo shows a hub without an expected cannula. As a result, bd was able to verify the reported issue. Unfortunately, without the actual sample, bd was unable to check residue of epoxy and the cannula condition to determine if a breakage or detached occurred. Manufacturing records have been reviewed and the quality controls were performed correctly and no issues took place. Cannula pull out test are also routinely done and were found within product specifications and requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that serious injury occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, "when he was applying, the needle stayed inside the penis, so he rushed to the ER and the urologist."